Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 500 mg/dl; cause was unknown. Elevated bg was addressed via manual injection administered by customers husband. Tandem technical support commenced conducting system check. However, the customer was disconnected from the call. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.